Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. Following the pump replacement on (B)(6) 2015, the patient developed a spine infection which the hcp felt may be related to the implant. The patient was seen in the emergency department on (B)(6) 2015 and admitted to the hospital on (B)(6) 2015. The patient was non-verbal. Symptoms included fever and a high wbc (white blood cell) count. The hcp did not know when the symptoms first started. An MRI (magnetic resonance image) was being performed to determine if the patient had an abscess in the spinal column. The hcp was considering an aspiration of the cap (catheter access port) for csf (cerebrospinal fluid) to send for culture. No other diagnostics or troubleshooting had been performed. The patient's status was alive - no injury; the issue was not resolved. Follow-up information has been requested for drug information, medications the patient was taking at the time of the event, medical history, tests performed and the results as well as actions/interventions taken and outcome. Additional information received on (B)(6) 2015 reported the patient's pump pocket was infected and the hcp planned to down titrate the pump dose while giving the patient oral baclofen. The plan was to explant the device on (B)(6) 2015.